Event description:
It was reported that the patient presented for a follow up. Device interrogation showed the right ventricular (rv) lead exhibited low pacing impedance and oversensing noise resulting in pacing inhibition, the patient is pacing dependent. The lead was capped and replaced (B)(6) 2021. The patient was stable.